Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The customer treated their blood glucose with the insulin pump. Customer also stated their blood glucose was high because they did not administer a bolus right away after eating. The customer also reported a sensor error alert on their insulin pump. Customer also reported their needle was stuck in the needle hub during sensor insertion. The customer was advised to monitor their insulin pump. No additional information provided.